Manufacturer narrative:
(B)(4). The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The covidien se inspected the device and updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator generated a loss of communication error message. The reporter was not able to provide information pertaining to the use of the device when the event occurred.